Manufacturer narrative:
The insulin pump alarmed prime alarm during the prime test due to loose/protruded support disk. Missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed prime alarm and the insulin squirted out of the infusion set. Customer's blood glucose reading is 220 mg/dl. The insulin is squirting out during the manual prime process. The drive support disk is protruded. Advised customer to discontinue the use of the insulin pump. Nothing further reported.